Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the cable unit was depressed; some dents were found on the cable unit which is likely the root cause of the reported failure and likely the result of mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head had error e322 (scope communication error) and camera head not connected during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Based on the results of the investigation, the following were found: phenomenon (1): the phenomenon was confirmed. The assignable cause was that poor communication occurred due to a cable failure and images were not displayed. The cable disconnection was estimated to have occurred at the cable dented part; phenomenon (2): e322 error was not confirmed. E322 error occurs when an attempt is made to display the device information of the camera head when the camera head is not connected. The assignable cause is that the phenomenon occurred temporarily when the camera head became unconnected due to a cable failure and an attempt was made to show device information of the camera head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.